Manufacturer narrative:
(B)(4) for the reported event of exit marker loose/damaged. A visual examination revealed that the catheter shaft was found to be cut at 146 cm from distal tip. The exit marker was found to be moved out of its original position and damaged. It is probable that the damage found to the exit marker is caused by the use of excessive force during catheter withdrawal. The device was likely cut by the user to remove the device from the scope. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre fixed wire was used during an esophageal dilatation procedure on (B)(6) 2013. According to the complainant, the procedure was completed with this device; however after dilation when withdrawing the device, the catheter became stuck in the working channel at the exit marker. The exit marker was noted to be loose and damaged. No pieces detached inside the patient. There were no patient complications as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.